Event description:
An end user called in and stated she noted redness under the mass which began approximately three (3) days ago.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated she changes her wafer every 2-3 days. The end user went on to state she cleans her skin with warm water, mild soap, dries the skin, applies stomahesive powder and then the wafer. The end user also stated she occasionally used tincture of benzoid on the red areas. The end user was educated on crusting with stomahesive powder and a proper skin care routine. The end user also reported she feels the wafer she is currently using is too large for her stoma and has been applying eakin cohesive seal around her stoma. Samples of the 45mm moldable wafer were sent to the end user. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for eval is not expected. (B)(4).